Manufacturer narrative:
Concomitant medical products: lnq11 implantable cardiac monitor, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their right ventricular (rv) lead caused a perforation. The rv lead was explanted and replaced nineteen days after it was implanted. No further patient complications have been reported as a result of this event.